Event description:
Literature was reviewed regarding minimally invasive mitral valve surgery: long-term (20-year) follow-up after right anterolateral m inithoracotomy. The study population included 249 patients who were predominantly females with a mean age of 57 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic device included profile 3d annuloplasty ring. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: moderate mitral regurgitation, endocarditis, stenosis, leaflet prolapse, degeneration leading to leaflet sclerosis, paravalvular leakage, re-exploration for bleeding, myocardial infarction, stroke, reoperation and valve replacement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: razan salem., et al.. Minimally invasive mitral valve surgery: long-term (20-year) follow-up after right anterolateral minithoracotomy. Cjc open 7(7):879-886 2025. 10.1016/j.cjco.2025.02.001 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.